Manufacturer narrative:
Initial and final MDR 1952817 - MDR 3003442380-2024-22736 - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states, on 19-jul-2024 and 22-jul-2024, it was reported that the patient faced three infusion sets tubing detachment. Infusion sets were in use for 24 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.